Manufacturer narrative:
Trackwise ID (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 metal part in the jaws are separated from the silicone tip, but not completely detached. Heater wire did not appear lifted from the jaws. Nothing fell inside the patient. No additional incisions required. Tool was not even slightly open during insertion of the tool into the cannula. There was no resistance noted while inserting the harvesting tool into the cannula. Procedure completed with the another cannula. There was no procedural delay. There were no harm to the patient.

Manufacturer narrative:
Trackwise # (B)(4). The lot #25160278 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. The device was returned to the factory for evaluation on 06/01/2022. An investigation was conducted on 06/09/2022. A visual inspection was conducted. Signs of clinical use and evidence of charred material on the tip of the heater wire. The heater wire was observed to be flexed and bent away from the jaw from the center to the tip of the heater wire, with detachment. The clear silicone insulation on both the cold and hot jaws was observed to be intact, no visual defect were observed. No electrical testing was conducted due to the damage of the heater wire. Based on the returned condition of the device, and the evaluation results, the reported failure "material twisted/bent wire" was confirmed.